Event description:
It was reported that, "patient underwent a revision for a acd,f. Previously, the doctors had done a corpectomy on the lower adjacent level and a one level discectomy above the corpectomy. They fixated a three level hybrid plate over the discectomy and corpectomy for stabilization of the fusion area. The bones pushed all 6 screws up "anteriorly" (2 were missing due to corpectomy) over the course of a week. When the doctor went to remove screws with the hybrid screw extractor on the very first screw applying, what appeared to be nothing out of the ordinary, pressure the inner shaft of the removal instrument broke inside the screw. The inner shaft was stuck in the screw with no way of getting it out."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.